Event description:
Glycopyrrolate syringes were not able to be used due to a blocked glass syringe tip and luerlock malfunction. [Device malfunction] glycopyrrolate syringes were not able to be used due to a blocked glass syringe tip. [Syringe issue] product quality issue. [Product quality issue] no adverse event. [No adverse event] case narrative: this initial regulatory report concerns of events device malfunction, syringe issue, product quality issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experience was not reported. On 03-sep-2024, amneal pharmaceuticals received information from the regulatory authority, with reference number (msb file number: (B)(4) concerning above-mentioned adverse events experienced by the patient while on amneal's glycopyrrolate. Additional significant follow up (#1) information was received on 04-sep-2024. Follow up information was received form the patient via an email form the pharmacist. New information included; reporter details (email, reporter occupation and report type updated from other to pharmacist) and product details (route) were added and report type was updated from regulatory report to spontaneous. On an unknown date, the patient started treatment with glycopyrrolate injection 0.4mg/2ml, intravenously (ndc: 70121-1699-1, lot: ap22504, exp date: 31-oct-204) (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that, glycopyrrolate syringes were not able to be used due to a blocked glass syringe tip and luerlock malfunction. All reports were from lot ap22504 exp 10/2024, however there were also many functional syringes from this lot. These syringes were a new product ordered due to their usual product on backorder. The product manufacturer was amneal (glycopyrrolate syringe 0.4mg/2ml lot/exp ap22501 10/2024). Last action taken with glycopyrrolate in relation to device malfunction, syringe issue, product quality issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction, syringe issue, product quality issue and no adverse event was unknown. The reporter did not provide the causality of device malfunction, syringe issue, product quality issue and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 16-oct-2024. New information received includes qa investigation report, attached with this case. Multiple follow-up attempts were made with complainant, however required correct lot number, complaint sample, information regarding type of connector used for administration of product & pictures are not shared by complainant. Review of batch processing and controls during manufacturing, visual examination of finished product retained sample & reserved sample of glass syringe, retained sample simulation study, review of packing material used in complaint lot reveals no unusual observation which could attribute to reported complaint. The finished product retained sample simulation study was previously performed with respect to complaint #comp (B)(4) and reveals that no discrepancy observed related to blockage (obstruction) in the prefilled syringe tip. Product solution was easily expelled from pre-filled syringe to beaker by applying the gentle force on plunger rod of pfs. Vendor investigation reveals that there is no possibility for introduction of foreign particle in luer lock adapter (ovs closure) during process of assembling at schott poonawalla. The only probability of introduction of foreign particles could be from connectors due to compatibility problems. Hence the complaint could not be substantiated or corroborated regarding any aspect of manufacturing/ processing at schott poonawalla pvt. Ltd. Vendor schott poonawalla, studies demonstrate that subjected pfs barrel tip are compatible with reference connectors c1 and c3 as per iso 80369-7:2016. Pfs are designed to be compatible with female connectors/ needleless luer access valve (lav)/ device (nlad) including needle hub of hypodermic needles which are in compliance with iso 7864 sterile hypodermic needles for single use-requirement and test methods. Hence there may be the possibility that connectors used by the complainant are not in compliance with iso 7864 and not compatible with the drug product pfs. Also, amneal pil does not recommend any specific type of connectors for administration of product glycopyrrolate injection usp 0.2 mg/ml (2 ml). Hence no further action is warranted. Based on the investigation, reported complaints stand nonsubstantiated. Last action taken with glycopyrrolate in relation to device malfunction, syringe issue, product quality issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction, syringe issue, product quality issue and no adverse event was unknown. The reporter did not provide the causality of device malfunction, syringe issue, product quality issue and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Glycopyrrolate syringes were not able to be used due to a blocked glass syringe tip and luerlock malfunction. [Device malfunction]. Glycopyrrolate syringes were not able to be used due to a blocked glass syringe tip [syringe issue]. Product quality issue [product quality issue]. No adverse event [no adverse event]. Case narrative: this initial regulatory report concerns of events device malfunction, syringe issue, product quality issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experience was not reported. On 03-sep-2024, amneal pharmaceuticals received information from the regulatory authority, with reference number (msb file number: (B)(4) concerning above-mentioned adverse events experienced by the patient while on amneal's glycopyrrolate. Additional significant follow up (#1) information was received on 04-sep-2024. Follow up information was received form the patient via an email form the pharmacist. New information included; reporter details (email, reporter occupation and report type updated from other to pharmacist) and product details (route) were added and report type was updated from regulatory report to spontaneous. On an unknown date, the patient started treatment with glycopyrrolate injection 0.4mg/2ml, intravenously (ndc: 70121-1699-1, lot: ap22504, exp date: 31-oct-2024) (dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that, glycopyrrolate syringes were not able to be used due to a blocked glass syringe tip and luerlock malfunction. All reports were from lot: ap22504, exp 10/2024, however there were also many functional syringes from this lot. These syringes were a new product ordered due to their usual product on backorder. The product manufacturer was amneal (glycopyrrolate syringe 0.4mg/2ml lot/exp: ap22501 10/2024). Last action taken with glycopyrrolate in relation to device malfunction, syringe issue, product quality issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device malfunction, syringe issue, product quality issue and no adverse event was unknown. The reporter did not provide the causality of device malfunction, syringe issue, product quality issue and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited.